Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
After line was placed in svc with confirmation from (B)(4), during flushing, the pt started coughing, face turned red and she stated her head felt tight. After a short period, the symptoms subsided and PICC remains insitu without further complications.